Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries that include but are not limited to the struts of the ivc filter have perforated the wall of the ivc. The filter poses a progressive risk of perforation of the surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to them at any moment which has lead them to have severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With limited information available it is unknown if the pain experienced is due to the filter, the duration of the pain and the length of time of the experienced pain. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of nervousness, unease and worry. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries that include but are not limited to the struts of the ivc filter have perforated the wall of the ivc. The filter poses a progressive risk of perforation of the surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to have severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available.

Manufacturer narrative:
Correction to (product code).

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries that include but are not limited to the struts of the ivc filter have perforated the wall of the ivc. The filter poses a progressive risk of perforation of the surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to have severe fear, stress, anxiety and loss of enjoyment of life. The following additional information received per the medical records indicate that, filter was placed between l2, l3, was confirmed, by counting the ribs, down to the right location. The patient tolerated the procedure well and taken to the recovery room in stable condition.

Manufacturer narrative:
Additional information was provided and is available in: age at the time of event, date of birth, event date, event description, relevant history race and medical history, brand name, model, catalog, lot number, and expiration date; expiration date: 11/2007. Date received by the manufacturer and PMA/510(k) number. The exact expiration date is unknown . The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, the filter was placed between l2, l3, was confirmed, by counting the ribs, down to the right location. The patient tolerated the procedure well and taken to the recovery room in stable condition. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries that include but are not limited to the struts of the ivc filter have perforated the wall of the ivc. According to the information received in the patient profile from (ppf), patient reports severe fear, stress, anxiety and loss of enjoyment of life. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.